Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked at the hub of the connector and the tubing while connected to a patient in the cvicu. There was no harm.

Manufacturer narrative:
The customer¿s report that ¿the tubing leaked at the hub of the connector and the tubing¿ was confirmed. No anomalies were observed on the set during visual inspection. During functional testing the set leaked at the engagement between the maxzero connector and the connecting extension set. The root cause of the customer¿s report was identified as a loose connection between the maxzero connector and tubing. After tightening the engagement, no leaks were observed.

Event description:
The customer reported that the tubing leaked at the hub of the connector and the tubing while connected to a patient in the cvicu. There was no harm.